Manufacturer narrative:
It was reported that the surgeon performed two contactless registrations, and the robot could not reach the requested trajectory with the endoscope but was able to reach it with the distance sensor. The DHR review and review of complaint history did not identify any contributory factors to the event. According to the technical investigation, the event is a normal behavior of the device and when a trajectory is not accessible by the robot arm, the user has the option to modify the trajectory or to modify the configuration of the installation.

Event description:
The surgeon did 2 times the registration, but the robot could not reach the requested trajectory with the endoscope. Then, he tried with the optical distance sensor and this worked fine.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. The patient code (B)(4) was chosen because the delay of event exceeded the 30 min and it is considered as a serious injury.

Event description:
The surgeon did 2 times the registration, but the robot could not reach the requested trajectory with the endoscope. Then, he tried with the optical distance sensor and this worked fine.